Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system remotely and confirmed that the device stopped in countdown 00:00, when the device started up. Reported problem persisted after rebooting the device several times. A philips field service engineer (fse) inspected the system onsite and confirmed that the device could not bootup. Upon functional testing, the fse found that, it was because the ippc did not turn on. To resolve this issue, the fse plugged and unplugged the ippc hard disk. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.